Event description:
During training session healthcare professional "put gloves on and after applying the cast removed the gloves. On removal she found that she had developed a rash. She then had a cast put on her and very soon after removal felt faint and nearly collapsed". According to the hosp, "strong evidence on her arm of a rash where the stockinette and cast were".